Manufacturer narrative:
The hill-rom technician found the brake switch was out of alignment. Per the hill-rom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Plug the bed into a power outlet. Set the brake to neutral, and make sure the verbal and audible brake alerts operate correctly. Set the brake, and make sure the alerts stop sounding. Replace parts or adjust the system if necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician tightened the brake switch to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed's brake not set alarm was not working intermittently. The bed was located in the bed shop at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).